Manufacturer narrative:
An arjo representative was notified about an event involving maxi move passive floor lift. It was reported that a patient was transferred from a bed to a wheelchair. In the final stage of the transfer, when the patient was seated in a wheelchair and staff removed a toileting sling shoulder clip from the attachment point, the spreader bar detached. The part fell on the armrest of a wheelchair. No injury was sustained. After the event, the arjo representative evaluated the claimed device. The device visual inspection showed that the device had signs of scratches. The device functional test revealed that one of the spreader bar guiding pins was broken off. No other malfunction was found. The guiding (locating) pins are parts of the spreader bar, designed to guide the spreader bar onto the t-bar. If they are missing, bent, or damaged, the shape of the spreader bar will still encapsulate the t-bar. The pin may break off when treated roughly: having the spreader bar collide with objects. The maxi move instruction for use (IFU), operating and product care instructions, is provided with each device. IFU (04.km.00) warns: ¿before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame, and jib¿. To conclude, arjo maxi move passive lift played a role in the complaint issue when the event occurred. The patient was transferred at the time when the event occurred. Although the device did not meet its performance specification because the spreader bar detached during transfer. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was notified about an incident involving an arjo maxi move passive floor lift and passive toilet clip sling. Customer reported that the patient was being transferred from a bed to a wheelchair by two caregivers. When the patient was sitting in the wheelchair, the caregivers were removing the sling shoulder clip from the spreader bar lug (lift spreader bar attachment point) when the spreader bar dislodged and fell on arm rest of the wheelchair in front of the patient. The patient did not sustain any injury. After the event, an arjo representative visited the customer to provide a device inspection. The technician noticed the scratches at the device and stated that the lift's spreader bar attachment point needs to be replaced.